Event description:
(B)(6) received information that during the implant of a (B)(6) valve via transfemoral access, it was noted the valve was difficult to implant in the intended place. However, the valve was implanted but it dislodged. The (B)(6) valve was sutured up and fixated with a snare. It was noted the (B)(6) valve was retrieved, and aortic valve replacement was performed. The patient was transferred to the coronary care unit after placing the extracorporeal membrane oxygenation. Subsequently, the patient died. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).